Manufacturer narrative:
Device evaluation: lens was returned in liquid in a specimen cup. Visual inspection found no visible damage and foreign residue on the lens. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -13.0 diopter, implantable collamer lens was explanted from the patients right eye (od) on (B)(6) 2019 due to glaucoma. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Return date should be corrected to 21-jun-2019 in the follow up #1 MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Claim#: (B)(4).